Event description:
Patient reports that one of her battery packs displayed a red blinking bad battery light over a twelve hour period while in the charger. This same battery pack displayed two bars (1/2 charge) when placed in the monitor. Her other battery pack has a full charge. The suspect battery pack was replaced.